Event description:
The needle was inserted into a patient and at a certain moment there was a large amount of blood found on the linen. The extension tubing which is attached to the needle had dislodged.

Manufacturer narrative:
The sample is currently in route for investigation. Upon receipt of the sample and completion of the investigation, a supplemental report providing additional information will be submitted.